Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported the 70 year old female patient was on impella cp support and during support, an echo was performed which revealed the device had flipped and inlet was near papillary bed. Echo was brought back to bedside and several attempts were made to reposition cp. The doctor believed the pigtail of the cp was wrapped/wedged into chordae tendineae. Additionally, the pump was only able to achieve flows at p6. The pump was explanted and an impella 5.5 was implanted. The patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.